Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited an unspecified oversensing and an automatic mode switch (ams) episodes. Programming changes were discussed, but not made. No intervention was performed. The patient had no adverse consequences.